Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was visually inspected internal and external, no issues was identified. The instrument was placed on an in-house system, and it passed the recognition and engagement test. The instrument moved intuitively with full range of motion in all directions. The instrument passed the clip test. The instrument was fully functional.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the large hem-o-lok clip applier instrument did not close and it could not apply clips. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was found. The issue occurred while surgeon was clamping on a vessel or tissue bundle. The issue was related to the clip applier jaws remaining static or not moving when surgeon commanded movement. The size of the vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). No photographic images of the device or recording of the procedure is available for isi to review.